Event description:
It was reported that there was an unspecified problem with one of the patient's leads and that both the patient and the physician wanted the device therapies turned off, while leaving on the data collection capabilities. There have been no new updates since this occured and the system appears to be still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.